Event description:
In 2008 - robert alleged that the cable that goes from manifold motor to the pcm shorted out. No one was injured. In the same month - tech - replaced hydraulic manifold, inline filter cable, night light cable assy, transformer wiring, transformer, pcm, spacer on pcm cover. Completed function check, bed working correctly.